Manufacturer narrative:
(B)(4). Batch # n53597. The analysis found that one plee60a device was returned in good visual condition and with a gst60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Conference call took place with ethicon associates and surgeon and the surgeon provided the following summary: the surgeon explained that he uses a black reload for the first firing. Prior to firing, he plants the tissue and closes the stapler on the tissue and waits for a little bit, pulls on the string of the seamguard and then fires the stapler. He stated that it sounds like the battery of the stapler is dying. He questions whether the tissue may be too thick. The stapler stalls in the middle of the firing but then powers through. He releases the stapler and sees that the specimen side is open but that the patient side staples have deployed and the cut line is appropriate. Surgeon stated that the device was articulated on the second firing.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore, a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the device fired twice successfully using black reloads. On the third firing using a green reload the device fired and cut to the end, however the staples were only deployed and formed on one side. Staples did not deploy on the other side. The procedure was completed using a like device with another green reload. There was no patient consequence reported.